Event description:
A customer reported the system presented with a problem during the gas fluid exchange of a procedure. The surgery was not completed. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. (B)(4).